Event description:
The customer reported that the cable was coming apart from the head of the autoclavable camera head. The issue occurred during preparation for use and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.